Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1108 mayfield triad skull clamp does not lock or unlock. There was no known patient involvement or delay in surgery.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The lock had rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. The unit was received without the triad wrench. The device history record (DHR) review was not available as the provided serial number # (B)(6) does not appear to be a valid integra identification number for product a1108. No other lot or serial number was provided during the complaint investigation. The reported complaint was confirmed via inspection of the unit. The index knob was not locking properly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.